Event description:
Patient in severe respiratory distress secondary to clinical diagnosis of pneumonia. Became agitated and inadvertently self-extubated. Patient was bagged with moist ventilation until successfully reintubated. Sats maintained at 95 -100% with ventilation.